Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture and catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified axillary vein. After a wallstent was implanted, a 9.0 x 40, 75cm mustang balloon catheter was advanced for post dilation. However, during the second inflation at 8 atmospheres for 10 seconds, the device became stuck with the guide wire. A 8x40mm mustang balloon catheter was used and successfully completed the procedure. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture and catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified axillary vein. After a wallstent was implanted, a 9.0 x 40, 75cm mustang balloon catheter was advanced for post dilation. However, during the second inflation at 8 atmospheres for 10 seconds, the device became stuck with the guide wire. A 8x40mm mustang balloon catheter was used and successfully completed the procedure. No patient complications were reported. It was further reported that the device got stuck or locked on the guidewire but the balloon did not rupture. The balloon was able to be removed and was simply pulled out from the patients body. The patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture and catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified axillary vein. After a wallstent was implanted, a 9.0 x 40, 75cm mustang balloon catheter was advanced for post dilation. However, during the second inflation at 8 atmospheres for 10 seconds, the device became stuck with the guide wire. A 8x40mm mustang balloon catheter was used and successfully completed the procedure. No patient complications were reported. It was further reported that the device got stuck or locked on the guidewire but the balloon did not rupture. The balloon was able to be removed and was simply pulled out from the patients body. The patients status was stable.